Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were missing lcd segments on the left corner of the customer's display. It was reported that there was also bad keypad response. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly also, found with corroded damage keypad on the motor, vibrator tube and battery tube assembly. Unable to confirm missing segment and unresponsive buttons due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.